Event description:
The unit was reported to have sparked. The unit was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
The reported event was unable to be confirmed as the device has not been received for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the reported event remains unknown.